Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "four sets of leads removed that were infected and fractured". The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.